Event description:
It was reported that during use of the catheter, it leaked and the pt didn't receive the correct dosage of drugs, and went into cardiogenic shock. The pt recovered following a catheter exchange.